Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent dislodgement reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that before use and while pulling a 3.5x12 mm vision rx stent system out of the packaging, the stent fell off the balloon. No resistance was reported during removal from device packaging and no resistance was reported during removal of the protective sheath/stylet. The device was not used and there was no patient involvement. A new same size 3.5x12 mm vision rx stent system was used to continue the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.